Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during irrigation aspiration (I/a) step of a cataract procedure the irrigation aspiration handpiece did not build up vacuum. The procedure was completed with another I/a handpiece there was no patient harm reported.

Manufacturer narrative:
One opened bimanual handpiece was received for the report of does not build up vacuum. The returned sample was visually inspected and deemed nonconforming. White foreign material was observed in the port hole of the aspiration handpiece. The irrigation handpiece was found to be conforming. The foreign material was sent for analysis. An occlusion/leakage test was performed on the aspiration handpiece. The handpiece was found to be conforming. An occlusion/leakage test was no performed on the aspiration handpiece due to the foreign material blocking the tip. The foreign material was sent for analysis. Particle analysis found the foreign material to be dried salts. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be occluded. The foreign material was best found to match dried salts. How and when the ia tip became occluded with dried salts cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. Possible contributing factor of the dried salts is surgical material from during use in surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).